Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07975). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in the ER with bradycardia. Telemetry could not be established. Premature end of life was also suspected. The device was explanted and replaced. The patients condition was stable following the procedure.